Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he changed the reservoir and infusion set and about 10 to 15 minutes, the insulin pump started beeping. The customer changed the battery and it beeps just one time every 15 to 20 minutes and does not show any alarm on screen. The insulin pump passed the selftest. It was advised to change the alert type to vibrate and monitor the device. The customer called beck and stated that it was changed to vibrate and the issue persists; customer is receiving random beeps and it also happens when pressing the down arrow button. Blood glucose value was 78 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.